Event description:
It is reported this event occurred in the anesthesia department. The insertion site was the peripheral artery. Prior to insertion, the physician tested the arterial line to make sure it was working appropriately. He found that the wire was not advancing through the catheter and was getting stuck. As a result, a new kit was opened and the arterial line was placed successfully. There was no delay in treatment reported. There was no pt injury, complications, or death reported.

Manufacturer narrative:
(B)(4).